Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The caller stated that the button error suddenly appeared, and the buttons became unresponsive. Troubleshooting was initiated for the button error. The caller confirmed that the pump was not exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump is out of warranty; no products were shipped or returned.